Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during initial drain was not confirmed; however, per the complaint information the most likely cause of the se 2240 is due to air being sucked into the disposable because the patient extension line was connected after priming was complete or the clamp on patient line was not open during the priming. The hp stated he did not have the patient extension line on or the patient clamp open during the priming. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation. This review finds the labeling adequate for the use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted.the sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A home patient (hp) contacted (B)(4) regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during dwell 3. The hp stated she had disconnected after the alarm and needed assistance getting the cassette out. The technical service representative (tsr) assisted in getting the cassette out then explained a se 2240 indicates a large amount of air has entered setup. The tsr reviewed proper procedures per the user manual with the hp. The patient was involved, but there was no patient injury or medical intervention reported. A follow up was made via phone call. The hp said she did not notice anything unusual with the supplies and had no idea how air might have entered the line. The hp said the lot number was unknown and no samples were available. The hp said she did not notify her nurse of the alarm and had not talked to her since. The hp said she resumed therapy successfully the next night, and therapy had been going fine since. No patient injury or medical intervention was reported.